Event description:
Date of implant for the right eye of pt 9862 was in 2000. In 2000, a uveitis was diagnosed. Visual acuity in 2000 was 20/200. The pt was treated with prednisone forte and volteran. The doctor does not feel this is lens related.